Event description:
It was reported that the xience xpedition stent delivery system (sds) was prepared for use when it was noted that there was no stent on the sds. The stent was found inside the sheath. This occurred during device preparation and there was no patient involvement. Another xience xpedition was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant and protective sheath were returned for evaluation. The reported stent dislodgement was confirmed. The delivery system catheter was not returned. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.